Event description:
The patient experienced unspecified symptoms post carpometacarpal (cmc) procedure where an orthadapt bioimplant was used as a spacer. The graft was subsequently explanted (date not provided).

Manufacturer narrative:
The orthadapt bioimplant was used as a spacer in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. Based on the available case information, the event is likely due to off-label use of the orthadapt bioimplant. The mfg lot number was not provided. The product was not returned to the manufacturer for evaluation.